Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 2.5 x 12 mm xience v stent was deployed in the proximal circumflex lesion. There was no pre-dilatation of the lesion. There were no pt effects or product issue noted during the index procedure. During an attempt to follow up with the pt on 07/02/2009 and 07/17/2009, there was no response. Social security death index (ssdi) search of pt was performed on 07/20/2009, which revealed the pt died in 2009. No additional event or pt info is available.

Manufacturer narrative:
Death: in the IFU, is a known adverse event associated with coronary stenting. Additionally, death is listed in the no fault risk assessment as a known post procedural complication. The death occurred three months post procedure and it is unk if the death is related to the product or to the procedure. Direct stenting was performed, the IFU states, "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent."